Event description:
On (B)(6) 2021 this peritoneal dialysis (pd) patient contacted fresenius technical support and reported they just returned from the hospital for peritonitis and a clinical concern (unspecified). Additional information was provided through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 for pain and cloudy pd effluent. A pd effluent culture was obtained at the clinic. The patient continued to experience pain and malaise resulting in the patient going to the emergency department (ed) on (B)(6) 2021. The patient was admitted to the hospital. The pd effluent culture resulted positive for stenotrophomonas maltophilia with a white blood cell count of 1658 (unknown units) and on (B)(6) 2021 was diagnosed with peritonitis. The patient had been prescribed intraperitoneal (ip) antibiotics with cefepime 1g daily for 13 days and ip vancomycin 2g every 5 days for 13 days. The patient was discharged on (B)(6) 2021 and continued to complete pd therapy utilizing the liberty select cycler. The cause of the peritonitis was attributed to spontaneous bacterial peritonitis.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the liberty select cycler. Although no information related to the cause of the peritonitis or the pd effluent culture results were obtained, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation or evidence of a malfunction, deficiency or defect, the liberty select cycler can be excluded as the cause of the patient¿s reported peritonitis event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2021 this peritoneal dialysis (pd) patient contacted fresenius technical support and reported they just returned from the hospital for peritonitis and a clinical concern (unspecified). Additional information was provided through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) /2021 for pain and cloudy pd effluent. A pd effluent culture was obtained at the clinic. The patient continued to experience pain and malaise resulting in the patient going to the emergency department (ed) on (B)(6) /2021. The patient was admitted to the hospital. The pd effluent culture resulted positive for stenotrophomonas maltophilia with a white blood cell count of 1658 (unknown units) and on (B)(6) 2021 was diagnosed with peritonitis. The patient had been prescribed intraperitoneal (ip) antibiotics with cefepime 1g daily for 13 days and ip vancomycin 2g every 5 days for 13 days. The patient was discharged on (B)(6) 2021 and continued to complete pd therapy utilizing the liberty select cycler. The cause of the peritonitis was attributed to spontaneous bacterial peritonitis.